Event description:
The pt was implanted with a prosthesis. Subsequently, it was noted that the device had migrated and was causing the pt "pain" and was removed on 1/30/97. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.